Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a scheduled downtime for es server base. A technical support specialist (tss) attempted to connect to the database via structured query language (sql) server management studio (ssms) and was initially unable to establish a connection. As a result, pyxis enterprise server (pes) and healthsight viewer (hsv) could not be accessed. It was observed that all servers were experiencing the same issue. After validating each server with the database team, tss was able to successfully access all server databases via ssms. All essential services were confirmed to be running properly. A downtime query was executed, and all carefusion care coordination engine (cce) messages were found to be crossing over without issue. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer stated that nurse was unable to issue the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer stated that nurse was unable to issue the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.